Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the device, a cuff inflation/deflation issue occurred. It was stated that they have had sev eral patients in the ICU where they had to remove or replace endotracheal tubes with the same issue. It was reported that the tubes were leaking at the seal located at the bottom of the cuff.